Event description:
A report has been received from a user facility where a patient was in the chair when it went unexpectedly into trendelenburg or collapsed. The patient reported head, neck or spinal pain. It is believed the patient either had x-rays or a scan done or one or the other. No further information has been received on the incident.

Manufacturer narrative:
(B)(4) - no RMA has been issued. If any further information is received on this incident, a supplemental report will be filed. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This event likely occurred in an outpatient clinic setting.